Event description:
The customer reported an issue with the incorrect time being displayed on the pump. There was no adverse impact on the customer's blood glucose level. Customer service assisted the caller in updating the pump's time, advised monitoring for any further time discrepancies, and no further action was required as the issue was resolved, allowing the case to be closed.